Manufacturer narrative:
The monopolar curved scissors instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken tube extension at the orange plastic section. The tube extension is broken, and some pieces are missing. However, the size of the missing pieces cannot be confirmed, indicating that a fragment has detached from the instrument. Thermal damage was not observed. Additionally, the instrument was found to have a dislodged proximal clevis at the tube extension. The proximal clevis became dislodged due to the broken tube extension.

Event description:
It was reported that the monopolar curved scissors instrument broken tip fell in storage. There was no report of patient involvement or patient injury.